Event description:
A report was received that the patient's ipg moved from the buttock to the abdomen and was painful. No further information will be provided.

Manufacturer narrative:
Device expiration date-ni.